Event description:
A talent aaa stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. At implant, the proximal aortic neck was 33 mm in diameter and 5-6 mm in length. The vessel tortuosity was noted a severe with minimal calcification. The aortic neck angulation was 30 degrees. It was reported that stent graft migration was discovered. Per the physician, the cause of the event was due to patient anatomy, disease progression. Additional information reported that a follow up scan identified migration of the talent stent graft and a type ia endoleak due to disease progression. An intervention was performed. An eii aui was implanted; however, it was inaccurately delivered due to the patient's severe vessel tortuosity. The endoleak was not resolved. The physician decided to implant an endurant cuff in conjunction with aptus endoanchors; however, a small endoleak was still present. The physician indicated that the small endoleak might self-resolve and no additional treatment will be performed at this time. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.